Event description:
Consumer called to report meter reading 36% higher than a lab reading. Analysis run on clark error grid using lab reading (573) as ref. Point vs. Bd readings of 79 yielded data points in the d zone of the grid, outside of acceptable limits.